Event description:
Allegedly the ip broke off upon tightening of screw. The tip remains in the screw head flush and would be impossible to remove.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visual examined. Complaint reviewed and analysis showed no trend for 5362000110 lot no: 705446. Device history record reviewed. Photographic images made.